Manufacturer narrative:
Engineering concludes that the probable cause of user description mentioning ¿inaccurate over delivery¿ is due to user error giving concurrent mode in line b for 2 hours instead of piggyback mode to allow the infusions to run for 4 hours. Apart from this, the device was working properly, and infusions were delivering as expected the device passed all performance verification tests (pvt) including delivery accuracy testing. No issue found with delivery accuracy the complaint is not confirmed. Probable cause: administered over 4 hours but administered over 2 hours in error. Both nurses checked pump as 4 hours however after 2 hours gone through - not confirmed as not confirmed through log review and not replicated during testing and was deemed by engineering analysis to be as a result of programming error by customer.

Event description:
The event involved a plum 360 driver intl eng where the customer reported an accuracy issue. The reporter stated that IV oxaliplatin was prescribed to be administered over 4 hours but was actually administered over 2 hours in error. Both nurses checked the pump as 4 hours however after 2 hours the medication had gone through. The issue was noted after infusion was completed. There was no physical force impact to the pump, nothing was spilled on the pump. There was patient involvement; harm was not reported as a consequence of the event.

Manufacturer narrative:
The device has been received for evaluation, but investigation is not yet complete.